Event description:
It was reported that tandem mobi pump battery would not charge even though caller used tandem charging pad, cable, and wall adapter correctly and kept pump on pad for at least 30 minutes, with no charging connection detected. There was no reported impact to the customer¿s blood glucose level. Technical support arranged replacement charging supplies by two-day shipping with plan for follow-up and advised customer to continue injections if pump battery depleted before replacements arrived. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.